Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found flooding of the cables and the main body. Based on the results of the investigation, a definitive root cause could not be determined. A DHR review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): the risks/harms reported were listed in the IFU (see appropriate section of the IFU). (Refer to the appropriate section of the IFU) it could not be inferred from the present investigation results whether the IFU/label was used in accordance with the label. The cause of the outbreak could not be determined, so a decision could not be made as to whether the IFU/label needed to be revised. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding of the cables and the main body. There were no reports of patient involvement.